Event description:
Report received from the USA stating that the device has a bent connector. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "connector bent" was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).